Manufacturer narrative:
The home patient's transfer set was replaced, discarded and not available for evaluation.

Event description:
A customer contacted baxter technical service regarding a system error 2240 (air in line alarm) and system error 2367 alarm during drain 7/7 of therapy the previous night using the homechoice system. The caller noticed a hole in the transfer set tubing.